Event description:
It was reported that pump showed malfunction alarm with code 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was informed that alarm could be reset, technical support provided pump reset instructions, and customer planned to reset pump independently and call back if further assistance was needed.